Event description:
It was reported that during a da vinci si prostatectomy procedure, the maryland bipolar forceps instrument was not functioning and not moving. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed there were multiple clamping pulleys exhibiting corrosion around the screw head, bearings and on the cable rails partially covering the cables. Electrical continuity testing was performed and passed. An additional observation not reported by the customer was main tube damage. The distal end of the main tube had a scratch mark with light material removal. The scratch was short in length and was not axially aligned with the tube. Evidence not conclusive, but observed corrosion is most likely due to improper cleaning. The cleaning and sterilization user manual specifically states: when scrubbing the tip of  cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. Evidence not conclusive, but main tube damage may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction (broken cable) and observed main tube damage if to reoccur could cause or contribute to an adverse event.